Manufacturer narrative:
The reported problems of the clic device ¿overheating¿ and ¿not functioning¿ is confirmed. When connected to a crit-line IV monitor the clic device was not recognized by the monitor, the device¿s red light did not turn on, and the device became hot to the touch. During testing it was determined that inductor l103 on the power supply board became hot to the touch. It is known that if capacitor c219 fails as a short on a clic device¿s transmitter board additional current will flow through inductor l103 on the power supply board. The additional current through inductor l103 causes the dissipation of additional heat. An inspection of the clic device¿s transmitter board revealed capacitor c219 has burn damage. The failures on the transmitter and power supply boards will cause the observed failures of the clic device¿s led to light and the failure of the clm IV to recognize the clic device.

Event description:
Biomed technician at a hemodialysis clinic reported that the crit-line clip (clic) - usb device was overheating and not functioning. Follow up with the biomed technician indicated the allegation occurred during treatment. The alleged device was removed from the dialysis machine and it was hot to the touch. Patient treatment continued without interruption or complications.